Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 48 to 51 mg/dl. Customer was having sensor glucose value 150 mg/dl and actual blood glucose level 266 mg/dl. The auto mode feature was active at the time of incident. Customer was treated with carbs. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.